Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-jul-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that midway through an atrial fibrillation (afib) cardiac ablation procedure with a qdot micro catheter, the patient experienced pericardial effusion treated with pericardiocentesis/drain placement and removal of 850ccs of dark red blood. The patient required a single night hospital stay for overnight monitoring and pericardial drain removal. The device evaluation was completed on (B)(6) 2025. The product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No irrigation, deflection, temperature or electrical issues were found. However, during the tests, error 106 and 105 were displayed on the screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive (polyurethane - pu) on the wires. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The potential cause of the open circuit could not be determined and this failure was not related to the reported event. The root cause of the adhesive condition was traced to the manufacturing process. The physician¿s opinion on the cause of this adverse event was that the blood removed from the pericardial space was dark red which means its venous blood. The brk needle might have punctured the right atrium prior or during transseptal. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address process opportunities related to adhesive issues. Explanation of codes: -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the biosense webster inc. Analysis finding of the ¿biosensor - damage inside epoxy¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the biosense webster inc. Analysis finding of the ¿force sensor internally damaged causing error 106¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿insufficient adhesive¿. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process related¿. In 3500a follow-up #1 reported under the h11. Additional manufacturer narrative, ¿during an internal review on (B)(6) 2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected.¿ however, during an internal review on (B)(6) 2025, noted a correction, as in error, did not populate field "d4. Primary UDI number" under the 3500a follow-up #1. Therefore, populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that midway through an atrial fibrillation (afib) cardiac ablation procedure with a qdot micro catheter, the patient experienced pericardial effusion treated with pericardiocentesis/drain placement and removal of 850ccs of dark red blood. Midway through an atrial fibrillation procedure, after finishing the ablation of the left pulmonary veins and moving over to the right pulmonary veins, a pericardial effusion was discovered. The pericardial effusion was discovered on intracardiac echocardiography (ice) and confirmed on x-ray. Pericardiocentesis was performed and 850ccs of dark red blood was removed. The patient was then stable. Additional information was received. The physician¿s opinion on the cause of this adverse event was that the blood removed from the pericardial space was dark red which means its venous blood. The brk needle might have punctured the right atrium prior or during transseptal. The outcome of the adverse event was that the patient fully recovered (no residual effects). The patient required a single night hospital stay for overnight monitoring and pericardial drain removal. The procedural act was unknown, since protamine was given when effusion was found. The patient did not require cardiac surgery. Two to three catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure. The number of performed rf ablations was 49. No ablations were performed within the pulmonary veins. Transseptal puncture was performed with abbott brk 98cm extra sharp needle, vizigo sheath, ice and fluoroscopy guidance. No evidence of steam pop. Flow irrigation settings used was qdot micro 4ml - 15ml. Correct catheter settings selected on the generator. No issues with flow rate change at the start of ablation or error messages observed on biosense webster equipment during the procedure. Force visualization features used were all of them (graph, dashboard, vector, and visitag). Visitag module parameters for stability used were 3mm, 3 sec, 25% over 3g, and size 3 visitag. No additional filter was used with the visitag. The color option used prospectively was other tag index.

Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).